Event description:
The reporter indicated that the physician was unable to implant the device due to header problems. Despite numerous attempt to release the ring in the connector, the physician was unable to insert the df-1 plug in the df-1 port (svc port). Pt info is not available.

Manufacturer narrative:
Summary analysis: the reported difficulty inserting a df-1 plug in the rv and svc connectors was not verified in analysis. A connector dimensional analysis revealed that the system is within mfg specifications alignment of the collar in the connector block opening is critical to proper operation.